Event description:
It was reported that the insulin pump is not delivering insulin properly. Customer stated that insulin pump is making a grinding sound. The blood glucose reading is 227 mg/dl. Customer is thirsty. Treated with insulin pump. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.